Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a failure of their continuous glucose monitoring (cgm) device, which preceded a hypoglycemic episode. At approximately 5:00 am, the patient was found unconscious and drenched in sweat while sleeping. The patient¿s wife attempted to wake him but was unsuccessful. Upon checking the cgm device, she noted a sensor failure. Emergency services were contacted, and upon arrival, paramedics performed a fingerstick test, which revealed a blood glucose level of 32 mg/dl. The patient was treated on-site with an intravenous glucose solution and regained consciousness within a few minutes. Following the event, the patient consumed a cinnamon roll and was not transported to the hospital. There was no documentation of further medical evaluation or intervention. At the time of this report, the patient was fine and stable. Data was provided for investigation. Data investigation confirmed wearable sensor failure on (B)(6) 2025. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.